Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the difficulties could not be determined. A leaflet tear was suspected resulting in single leaflet device attachment (slda); however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, tissue damage,and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. It was noted thin and friable leaflets, enlarged left atrium and left ventricle, and thickened anterior leaflet. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the posterior leafier, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. The physician stated that the slda was due to thin and friable leaflets. Although there was no evidence of a leaflet injury, the physician assumes a leaflet tear is possible. Therefore, the leaflet tear was not treated. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure.